Event description:
Additional information was provided that the lead exhibited high thresholds and high impedances of 2,500 ohms. The lead was subsequently capped and abandoned. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead was suspected to be fractured. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.